Manufacturer narrative:
Parts were returned for analysis and are still under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when loading a disc for a case the camera cart and main cart were connected. When the manufacturer representative (rep) was in the software the camera cart disconnected and stayed on the whole time but the main cart shutdown. The rep tried to turn the main cart on and it tried to turn on but never did. The rep disconnected the camera cart and then was able to turn on the main cart. They were still attempting to load the disc and the main cart turned off again while still disconnected from the camera cart. They switched outlets and it tried to turn on but was having difficulty, then she was finally able to turn on the main cart. They reconnected the camera cart and the system was working as expected. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when loading a disc for a case the camera cart and main cart were connected. When the manufacturer representative (rep) was in the software the camera cart disconnected and stayed on the whole time but the main cart shutdown. The rep tried to turn the main cart on and it tried to turn on but never did. The rep disconnected the camera cart and then was able to turn on the main cart. They were still attempting to load the disc and the main cart turned off again while still disconnected from the camera cart. They switched outlets and it tried to turn on but was having difficulty, then she was finally able to turn on the main cart. They reconnected the camera cart and the system was working as expected. No patient was present at the time of the event.

Manufacturer narrative:
The main cart and camera cart were returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The cart pair was assembled and powered on and left logged on to the stealth admin for over 21 hours without any complications. The camera and main carts were powered on and inter-connect cable was disconnected multiple times, each time the carts responded as expected. Then system internal cables were manipulated without and issues. Archiving to and from a dvd to try to replicate the reported issue without failure. The system ran continuously ran over for over 11 days while actively tracking a tool and did not power down or lose monitor image during test. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when loading a disc for a case the camera cart and main cart were connected. When the manufacturer representative (rep) was in the software the camera cart disconnected and stayed on the whole time but the main cart shutdown. The rep tried to turn the main cart on and it tried to turn on but never did. The rep disconnected the camera cart and then was able to turn on the main cart. They were still attempting to load the disc and the main cart turned off again while still disconnected from the camera cart. They switched outlets and it tried to turn on but was having difficulty, then she was finally able to turn on the main cart. They reconnected the camera cart and the system was working as expected. No patient was present at the time of the event.